Event description:
It was reported that this right ventricular (rv) lead was dislodged. The dislodgement was confirmed via x-ray. Subsequently, this lead was revised and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.